Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the device being incorrectly reprocessed was unable to be identified. The following is included in the instructions for use: ¿chapter 5 reprocessing the endoscope 5.5 manually cleaning the endoscope dry the external surfaces 1 dry the external surfaces of the endoscope by wiping with clean lint-free cloths. 5.6 manually disinfecting the endoscope immerse the endoscope in disinfectant solution [warning] completely immerse the endoscope below the surface of the disinfectant solution so that all external surfaces of the endoscope contact the disinfectant solution. If the endoscope is not completely immersed, any protruding section(s) of the endoscope will not be adequately disinfected. Chapter 8 storage and disposal 8.1 precautions of storage and disposal [caution] store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage.¿ olympus will continue to monitor field performance for this device.

Event description:
An endoscopy support specialist (ess) was performing an in-service at the customer facility and discovered an inappropriate reprocessing routine related with the rhino-laryngo fiberscop. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
An endoscopy support specialist (ess) was performing an in-service at the customer facility and discovered an inappropriate reprocessing routine. The customer mentioned that the scope was utilized for approximately six weeks. After the procedure, the customer would rinse the scope off in the sink with cold water, wipe with alcohol swab, carry it to the reprocessing room, and solely placed the insertion tube in high-level disinfection to soak. Afterwards, the customer removed the scope from the high disinfectant to wiped with alcohol swab and it was stored in boxes received from olympus. The ess provided the customer with a reprocessing instruction for use (IFU) according to the olympus IFU. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.